Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported migration (partial clip movement) appears to have been a result of challenging patient anatomy. The reported recurrent mitral regurgitation (mr) and dyspnea appear to have been cascading events of the reported migration (partial clip movement). The reported patient effects of recurrent mr and dyspnea are listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report post procedure; the clip had rotated and recurrent mitral regurgitation (mr) occurred requiring an additional clip. It was reported that the index mitraclip procedure was performed on (B)(6) 2021 to treat mitral regurgitation (mr) with grade 3-4. One clip was implanted successfully, reducing mr to 2. On (B)(6) 2021, the patient presented with shortness of breath and recurrent mr of 3-4. The clip remained attached to both leaflets, but the clip had rotated into the cleft of the leaflet. A second clip was used to further reduce mr and secure the clip reducing mr to 2. No additional information was provided.